Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Problem was confirmed to be due to animal damage based on patient's statement. Specifically, they stated the animal had damaged the tubing. The lot number is unknown; therefore a batch review cannot be performed. A labeling review was conducted on training materials provided to nurses as a tool for training patients. The instructions clearly state not to have pets in the room during therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 5 of 6. The technical service representative (tsr) had the home patient (hp) check the set up for leaks. The hp found that the dog had damaged the line. The tsr assisted the hp to clear the error and informed the hp of the meaning. The hp would call the peritoneal dialysis nurse for more instructions. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that they talked to their registered nurse (rn) about the reported problem. The hp stated that they did not start over with new supplies that evening, that they just ended therapy since they were in their last drain. The hp stated therapy has been continuing fine since that evening without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.